Manufacturer narrative:
22-sep-2020: product investigation results: product return was received and investigated. Investigation results showed that the defect was caused by consumer handling. Mechanical tension to the cord led to its damage, followed by mains current electrical arcing.

Event description:
Consumer contacted via e-mail and stated that while her toothbrush was charging, she found the charger flying sparks. No injury was reported.

Manufacturer narrative:
This report is being filed due to a damaged charger cable. The alleged product malfunction could result in a serious injury with a consumer should such an event occur in the future. Therefore, we are reporting this case out of an abundance of caution. Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via e-mail and stated that while her toothbrush was charging, she found the charger flying sparks. No injury was reported.